Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as a red, itchy allergic reaction causing hives. There was no alleged device malfunction contributing to the allergic reaction. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. The patient¿s physician prescribed antibiotics but does not indicate if for allergic reaction. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as a red, itchy allergic reaction causing hives. There was no alleged device malfunction contributing to the allergic reaction. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. The patient¿s physician prescribed antibiotics but does not indicate if for allergic reaction. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red, itchy hives. Patient stated they are allergic to nickel. There was no alleged device malfunction contributing to the skin irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. The patient¿s physician prescribed antibiotics but did not indicate if for allergic reaction. Follow up indicated that the skin irritation improved.